Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultra meter was experiencing a calcode issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 3:10pm. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient denied developing any symptoms. On the same day and time as the alleged issue, during a visit to the doctor's office, the patient was "informed about changing the code number on the meter". The cca was informed by the patient that she was tested on the doctor's meter (unknown device) and obtained a reading of "283mg/dl". During troubleshooting, the cca was able to walk the patient through the proper coding procedures as recommended per the owner's booklet and the reported issue was resolved. Patient declined replacement products. Although the patient did not receive any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.